Event description:
N/a.

Manufacturer narrative:
Additional fields: e1(event site state: (B)(6), event site postal code: (B)(6)). It was reported that during routine check cs100 intra aortic balloon pump (iabp) had defective trolley caster wheels (all 4). There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated and replaced trolley wheels. All functional and safety checks performed to meet factory specifications. The unit returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units wheels on the trolley caster were all defective. There was no patient involvement.